Event description:
It was reported that upon interrogation of the left ventricular assist device (lvad), there were multiple driveline fault alarms the patient was not aware of. The patient had a driveline damage in the past and underwent a percutaneous lead repair on (B)(6)2020. Log files after repair suggested that the short to shield was not resolved and the patient was sent home with ungrounded cable. (Previous percutaneous lead repair reported under MFR: 2916596-2020-02932).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Previous percutaneous lead repair reported under MFR # 2916596-2020-02932. Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed driveline fault alarms; however, a direct cause for the alarms could not be conclusively determined through this evaluation as the patient remains ongoing on ventricular assist device (vad) support. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these events could be indicative of an issue with the driveline. The submitted log file contained data from 01jun2022 to 12jul2022. The pump operated at or above the low speed limit for the duration of the log file. A persistent driveline fault alarm was recorded starting on 04jul2022. The driveline fault alarm appeared consistent with phase 3, which is redundantly supported by the red and orange wires. The patient remains ongoing on vad support with no further related issues reported at this time. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions as well as the appropriate actions associated with them. Patient handbook is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting section outlines all system controller alarms as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event